Event description:
The facility reported an infusion pump with failure code 810:04 which was discovered before use. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.